Event description:
It was reported that the overpressure occurred during a therapeutic laparoscopic procedure under sedation. The device pressure was set to 10 mmhg, with relief mode off, at a high flow rate setting. When the overpressure alert sounded, the setting was changed to normal and low. No other gas source was used. The customer noted smoke evacuation with pintchvalve. The overpressure warning beeped and the warning light occurred. The smoke evacuation suction tube was connected. It was reported that insufflation was performed into the abdominal cavity and that the patient's abdomen had more tension than usual. Anesthesia was weak and muscle relaxants were added again. It was not known what caused the overpressure and if the intraabdominal pressure increased. The procedure was prolonged for an unknown duration due to the exhaust not working properly. Upon further follow-up, the customer indicated that the procedure was changed to laparotomy due to the device overpressure alert continuously sounded and the exhaust not working properly. There were no other device issues observed nor were there any defects with the smoke evacuation tube. The customer noted that this has never happened before, and they believed it was a patient-side problem (including anesthesia) but an inspection is requested as a precaution. There have been no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b1, b2, b5, d10, h1, h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high-pressure insufflator unit overpressure alert continuously sounded and smoke evacuation in the abdominal cavity was not working properly. There were no reports of patient harm.